Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During evaluation, the service technician observed visible foam particles inside the blower kit. Additionally, contamination from dust and error codes e065 (stuck encoder a error) and e066 (stuck encoder b error) were noted. The device was scrapped by the service center after the evaluation was completed.